Event description:
It was reported that the patient presented for initial implant. During the procedure, the physician took the right ventricular (rv) lead out of the box and noted that the lead was bent. Additionally, the physician suspected the rv lead was broken. This rv lead was not used, and the physician completed the procedure using a different rv lead. There were no patient consequences reported.